Event description:
As reported by the user facility: overinfusion of heparin. Pump operating in continuous mode. "Rate was suppose to deliver 1064 units per hr. Rate of 21.30 ml/hr. Programmed in units per hr. Infused 500cc in 1 hr, none left." Add'l info provided by the facility indicates there was no pt injury and no medical intervention was necessary for the pt.

Manufacturer narrative:
(B)(4). B. Braun (B)(4). Is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and b. Braun (B)(4) (the importer). This report has been identified as b. Braun (B)(4). The actual pump in the reported incident was not returned for eval. A review of the pump log revealed that on (B)(6) at 1:41:11 heparin was selected in the standard drug library with a concentration of 25000units/500ml. On (B)(6) at 2:05:23, a new therapy was selected but not from the standard drug library were not used and a drug concentration of 1066units/450ml was entered at a rate of 1066units per hr. This equates to a rate of 450ml/hr. The programmed infusion ran on (B)(6) between 2:26:42 to 3:19:37 and infused 396.81ml or 100% of the theoretical volume. Based on the review of the pump log the pump appeared to run as programmed. W/o having the actual pump returned, a complete investigation could not be performed. Based on the pump log review, this event appears to be the result of user error in that the user entered the incorrect run parameters outside the standard drug library. All available info has been forward to the device MFR. If add'l pertinent info becomes available from the MFR or through further investigation if the pump is returned, a f/u report will be filed.